Manufacturer narrative:
Upon further evaluation, service found the angulation in the up direction was out of specification due to wear of the angle wire. The gap in the up/down knob was out of specification due to wear of the angle wire. The connecting tube was creased/cracked. The light guide bundle did not work normally (decreased light). The rubber adhesive was broken, and the insulation resistance value on the distal end was out of specification due to the distal end cover was missing. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the angulation control knob on the subject device felt too stiff. The issue was found during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device with no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the auxiliary channel was blocked with foreign material. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be definitively identified, and there was no noted deviation from the user facility's reprocessing of the device per the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) states the following that is relevant to the suggested phenomenon: "reprocessing manual: precleaning the endoscope and accessories of the subject device states that user should perform pre-cleaning immediately after procedure and flush auxiliary water channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.